Event description:
Critically ill pt with multi-organ dysfunction complicated by urinary tract infection and possible osteomyelitis, who is in need of major surgery of the heart. The emr contains innumerable orders, treatments, medications, and medication administration records that are obfuscated with meaningfully immaterial verbiage to the extent that the device is poorly usable and the course of the pt is impossible to track and comprehend. What happened is that the infectious disease consultant stopped antibiotics, which was reinforced with progress notes. Another consultant's paraprofessional missed or ignored that the antibiotics were discontinued and ordered them, putting the pt at risk by jeopardizing scheduled bone biopsy cultures, which, in turn, would jeopardize the decision to operate and the timing of the surgery. The case is an example of the dysfunctional evaluation and management work flows that are part and parcel of cpoe and ehr devices when used for complex cases. It is impossible to determine the course of events and reconcile orders with consultant's progress notes because there is not a user friendly contemporaneous listing of the orders as they were entered and by whom; and the discontinuation, of orders, details not list the doctor who entered that; and the medication administration records are particularly unusable due to the meaningfully useless expansive grid layout and absence of a search function. As such, this device is dangerous, serving as an impediment to safe and effective medical care.